Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the pump stopped working&#56224;no further details were provided. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported based on the allegation that the pump wasn't working, which may impact delivery of insulin.

Manufacturer narrative:
Follow-up #1: date of submission 09/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/24/2016 with the following findings: during investigation, the battery compartment was found to be cracked along the side of the pump. The keypad buttons did not respond to user presses. There was no damage found to the keypad. The keypad was removed and there was no damage found to the button contacts. There was moisture observed in the display. The pump leaked at the battery compartment. The pump was opened and there was moisture damage found inside the case including on the keypad circuit. The unresponsive buttons were due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.